Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 129453246, lot:m6657h and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code:129453246, lot:m6657h and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d10 (concomitant), h4.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with poor patellar tracking and was scheduled for surgery to address. After exposure, surgeon noted the femoral component appeared to be internally rotated. While extracting the femoral component he noticed that the femoral sleeve also moved indicating that it had not yet ingrown. This led the surgeon to believe that the patient could still be infected as he was treated at the previous surgery with a one stage revision for infection. Frozen section was sent to pathology and showed 5 white cells/ high powered field. This result was more indicative of a loose component than infection but surgeon felt compelled to proceed as if infected and also sent cultures. Femoral components were removed and a thorough debridement and irrigation was performed. Femur was then prepared for new components and placement of resorbable antibiotic beads. No delay was encountered and no patient harm noted. Patellar tracking and motion were found to be improved with new components in place. There was loosening reported at non cemented interface at femoral sleeve. Doi: (B)(6) 2025 dor: (B)(6) 2025 affected side: left knee.